Event description:
Two rns at bedside for double verification of starting pitocin. Pitocin hung, and tubing connected to patient through pump by primary rn, but tubing was clamped and pump was not yet started. Second rn (this rn) came to room, and started scanning pitocin; primary rn released clamp on IV tubing while second rn was scanning med. This rn started to input pitocin settings in pump when pump started alarming showing error message, simultaneously, patient expressed she was having a contraction. Patient started to become more uncomfortable over the next few seconds and baby's hr(heart rate) started to decelerate, but this rn had never started the infusion on the pump. Patient immediately turned llp(low lying placenta, efm(electronic fetal monitoring) readjusted, pitocin tubing disconnected from patient. As this rn disconnected pitocin tubing, I noticed that a broken piece of a pump channel was resting on top of the IV machine. Patient's abdomen was palpating very firm, fhr decel not resolved with initial position changes, so this rn called charge rn and md to bedside and requested charge rn bring terbutaline. Stat cs(cesarean section) was discussed, operating room opened, anesthesia and neo notified, patient prepped, but the deceleration started resolving (lasting roughly 10 minutes total), fundal tone slowly relaxed, and fhr(fetal heart rate) returned to baseline with accels and moderate variability. Due to reassuring tracing coming out of deceleration, md offered that patient and spouse could choose to continue with monitoring and wait on cs due to reassuring fetal status. Patient and spouse agreed that they would like to wait to continue pursuing a vaginal delivery if possible but stated that if this happened again, they would like to proceed with cs. Once deceleration resolved, this rn removed the IV channel that pitocin was on from the IV pump and brought outside of room with broken piece; rn confirmed that the channel was missing the inner door that occludes the tubing and acts as a safety to keep tubing clamped when pump is not running. This rn notified md and charge rn immediately that broken channel likely caused pitocin to be bolused.